Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump alarmed hardware low level failure after self test was performed and absence of audible sensor alarms. The customer¿s blood glucose was 13 mmol/l at the time of incident. The troubleshooting was performed. The customer reported that the alarm was occurred 2nd time. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed self test and displacement test. The audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio anomaly, absence of audio alarms, or hardware low-level failures alarms noted during testing however, hardware low-level failures alarm (variable 3) confirmed in the downloaded history file due to broken pin 6 (sda) trace at on the keypad assembly.